Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. The valve was explanted on (B)(6) 2020 due to calcification of the leaflets and increased gradient over 30mmhg. A perimount valve size 23 was used as a replacement. The patient is reported to be stable.

Manufacturer narrative:
The valve was reportedly explanted due to high gradient and calcification. Morphological and histopathological examination found circumferential pannus ingrowth on the inflow surface, with pannus also on the outflow surface of leaflets 1 and 3. This outflow pannus extended to the end of stent posts 1 and 2, including the leaflet commissures, creating small folds in the free edges of leaflets 1 and 3. Calcifications were found in all three leaflets. The calcifications and pannus limited leaflet mobility. No acute inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The extent of sewing cuff removal and patient-device interaction (pannus covering stent posts 1 and 2), combined with the size of replacement valve (23mm) smaller than that of the explanted valve (21mm), is possible evidence of oversizing. The calcification and pannus caused leaflet mobility is consistent with the reported elevated gradient.